Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Photograph of explanted product shows excessive wear on the device especially on one of the condyles. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Review of primary operative notes found that there were no intraoperative complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a nexgen tka. The poly had become worn over time and the patient underwent a poly swap approximately 18 years later. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.